Manufacturer narrative:
The device was not identified by serial number or list number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following an alarm condition. The pump was being used to deliver parenteral nutrition to an infant that was status post operative for unspecified cardiac procedures due to severe congenital heart disease including double outlet right ventricle (dorv) and restrictive ventricular septal defect (vsd). It was reported that post operatively, the intubated pt was on a ventilator and had extremely low cardiac outputs and low blood pressures. The customer contact reported the pt was very unstable and blood pressure parameters were to maintain an unspecified mean arterial pressure and a systolic blood pressure greater than 60mmhg. On an unspecified date and time, the pump was programmed to deliver an unspecified type of parenteral nutrition at a rate of 3ml/hr. It was reported that unspecified syringe pumps were also programmed to deliver unspecified concentrations of calcium, dopamine, norepinephrine, and epinephrine at rates of "about 0.5ml/hr." No further programming parameters were provided. The customer contact reported the parenteral nutrition tubing and the syringe pump tubing sets were connected to the ports of an unspecified manifold. On (B)(6) 2011 at an unspecified time between 0700 and 1100, the nurse hung a new solution container of parenteral nutrition with a new tubing set. After approximately 5 minutes, the customer contact reported the pump alarmed for distal air and the delivery of the parenteral nutrition stopped. It was reported a "very small" amount of air was noted at an unspecified port of the manifold. It was reported that the nurse attempted to clear the alarm by backpriming; however, the alarm could not be cleared. The customer contact reported that within 30 seconds, the pt became pulseless with no blood pressure. It was reported that a code was called and chest compressions were initiated. At two unspecified times, the pt was treated with an unspecified concentration of epinephrine. The customer contact reported the code lasted less than 60 seconds. A few minutes later, the pt returned to unspecified baseline vital signs. After approximately 15 minutes, the pt was in critical but stable condition. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact reported the syringe pumps continued to deliver the inotropic medications during the alarm condition; however, the flow was reported as slower through the manifold. Though requested, no additional info was provided.